Event description:
It was reported that during a training/demo of the da vinci system, the system generated repeated recoverable error 45314 when connecting the endoscope. The customer attempted to connect multiple endoscopes, but the issue persisted. The technical support engineer (tse) had the customer perform a hard power cycle, and although the system successfully rebooted, error 45314 occurred again when the endoscope was connected. Additionally, the vision side cart (vsc) power button was found to be non-functional. There was no report of patient involvement. Isi followed up with the robotic coordinator and obtained the following additional information: the training was cancelled and there was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the following parts to resolve the issue: endoscope system controller (esc), vision side cart (vsc) control input/output (cio) board, and vsc common compute controller (ccc) board. The system was tested and verified as ready for use.